Event description:
A report was made regarding a cartridge alarm 20 experienced by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support decided to replace the pump. They informed the customer that a replacement pump with updated software would be sent, and offered training through the tandem source account. Instructions for putting the pump into storage mode and returning the faulty pump using a pre-paid label were provided. The customer understood and acknowledged these instructions.